Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used for the lung parenchyma. The staples were unformed at the first firing. Additional suture was performed. Reinforcement material was not used. There were no adverse consequences to the patient.